Event description:
It was reported that the patient experienced recoil. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A contralateral approach was used to access the lesion. Pre-dilation was performed. A 7x150x130 innova stent was advanced over a 0.035" guidewire. During the procedure inside the patient. There was no difficulty deploying the stent. However, the stent was not fully expanded and the radial force was not enough to treat the lesion. The patient experienced recoil. Post dilation was performed and no further intervention was required. The procedure was completed with this device and the patient was good post procedure.